Event description:
It was reported by the attorney that on november 15, 1994, the plaintiff underwent a procedure known as bilateral varicose vein ligation and stripping to pt's lower extremities. The surgical incisions were closed with vicryl sutures. After the surgery, the plaintiff developed a inflammatory condition of the skin of both legs which has continued to the present and has resulted in permanent scarring.